Event description:
A physician used an introducer kit 7f during a procedure. The device was inspected with no issues noted. The device was prepped per the IFU, with no issues identified. The doctor has indicated that the guide that comes in the introducer pack is very flimsy, navigates very poorly. During the procedure the guide broke and remained inside, it could be rescued without major problems. This pack with this 0.018" and 45 cm in length guide generates insecurity during the procedure and they do not feel comfortable using it. No patient injury reported.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. No samples or images were returned by the customer for review. However, this is more than likely related to a known issue. CAPA ca-00040 has been initiated to address the broken guidewire issue, and the CAPA will identify the specific causes and corrective actions to be taken. As part of the CAPA process, a mdt/argon root cause investigation team was assembled. An evaluation of the internal records was performed, discussion was conducted with wire manufacturer and supplier engineering change orders were also reviewed for the last five years. There were no non-conformances found based on metallurgy and no engineering changes identified. A definite root cause was not identified for this failure mode and no immediate corrections were made due to absence of initial root cause identification. Several action items have been planned to be implemented to address this reported event. Tensile test will be implemented per test method, retraining program and certification program plan for polishing silver soldering will be put in place. If new information is available in future, a follow-up report will be submitted accordingly.

Manufacturer narrative:
Sample not available for return. A follow-up report will be submitted once investigation completes.

Event description:
A physician used an introducer kit 7f during a procedure. The device was inspected with no issues noted. The device was prepped per the IFU, with no issues identified. The doctor has indicated that the guide that comes in the introducer pack is very flimsy, navigates very poorly. During the procedure the guide broke and remained inside, it could be rescued without major problems. This pack with this 0.018" and 45 cm in length guide generates insecurity during the procedure and they do not feel comfortable using it. No patient injury reported.